Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, on (B)(6) 2014, the patient was prescribed a 10 day course of oral antibiotics due to swelling and bleeding at the implant site. Subsequently the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.